Event description:
According to literature source of study performed between 2013 and 2017 aiming to investigate whether active mobilization is superior to passive mobilization with the place and hold after flexor tendon repair in the fingers. Sixty-four patients with a flexor tendon injury were included in the study. A suture was used to repair the flexor digitorum profundus tendon. There were 3 ruptures each in the active and passive groups. Four of the 6 patients admitted instructions were not followed and had done things patients were not supposed to, eg, removing the orthosis, grasping objects, and pulling up pants. One patient had an infection. Sara chevalley, md, msc, maria tenfält, otr, msc, martina åhlén, md, phd, joakim strömberg, md, phd 2021. Passive mobilization with place and hold versus active motion therapy after flexor tendon repair: a randomized trial

Manufacturer narrative:
Title: passive mobilization with place and hold versus active motion therapy after flexor tendon repair: a randomized trial source: j hand surg am. R vol. 47, april 2022 accepted: november 17, 2021. If information is provided in the future, a supplemental report will be issued.